Manufacturer narrative:
Patient weight was not provided. Access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. No system errors were noted at the time of the event. The customer was not questioning other assays. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the erroneous access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient sample on the same unicel dxi 600 access immunoassay system and obtained lower results, within the normal reference range of the assay. The customer reanalyzed the patient sample on an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The patient had a second blood draw and the access accutni+3 result was within the normal reference range of the assay. There was a report of change to patient treatment as the patient was admitted to the hospital. Access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The sample was collected in lithium heparin plasma gel separator tube. The sample was centrifuged at 4000 revolutions per minute (rpm) for five (5) minutes at room temperature. There were no reported sample integrity issues.